Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid videoscope presented a hazy/cloudy image. The unspecified procedure was completed with a similar device. There were no reports of patient harm.

Event description:
It was reported the rigid videoscope presented a hazy/cloudy image. The unspecified procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction d2a - common device name. A device history record review revealed no issues that could have caused or contributed to the reported issue. The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: dents on distal edge and debris under distal cover glass based on the results of the investigation, it is likely that the following led to the malfunction: cloudy image due to debris under cover glass. Olympus will continue to monitor field performance for this device.